Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, when the patient's coronary vessel was selected, the guiding was reinserted and coronary vessel dissection occurred. The placement site of the lead was changed to right ventricular outflow tract and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.